Event description:
It was reported that a clinical study patient was implanted with one 10-mm peek interspinous spacer at l3-l4. Approximately 54 months postoperatively, the patient underwent an l3-l4 implant removal due to lower extremity pain and "implant failure". No other information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.